Manufacturer narrative:
Corrected data: b5 - "(B)(6) 2020" should be corrected to "on a unknown date". D7/d6b - explanted date: should be corrected to unk. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -10.5/+2.0/021 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same size lens, placed vertically, due to low vault. The problem was resolved. The cause of the event is reported as unknown.